Event description:
It was reported that the insulin pump is not delivering the correct bolus amount. Customer has been running high blood glucose. Customer went to physician's office because he passed out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.